Event description:
The customer reported that the AED will not power on but powers on with a spare battery pack. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED is displaying service code warning for 'battery voltage (mv)' after changing the battery, which may be related to cycles of incomplete self-tests due to depleting battery. The asi is flashing red. The battery pack has an expiration date of may 2027 and the pads have an expiration date of august 2024. The maintenance schedule is reported as quarterly. Trouble shooting with the customer: the service code warning was cleared using the new battery pack and the asi is flashing green. Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted. Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions.